Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having severe burning in their lower tailbone that was shooting down their legs and severe pain that started on the 4th and they went to the ER on the 5th of august and were there from 11am to 1'clock the following day. Patient was given 2 percocet and IV pain medicine for the pain at the ER. Patient reported the shooting on their leg was severe and because the MRI came up normal, the ER said they 'couldn't do anything' and send the patient home. Patient stated they called their doctor upon going to the ER, but couldn't get the patient in for an appointment until the 13th. Patient stated the pain and burning was at a 10 but they turned their stimulation off and after 3-4 days and the symptoms eased up. Additional information reported indicated that the patient thad burning pain at their ins pocket site. The issue remains ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.